Event description:
The reporter stated the aq2015a silicone three piece lens was partially inserted into the eye before the surgeon noted the haptic had been torn. The lens was removed without any patient injury and replaced with the same model lens.

Manufacturer narrative:
Product evaluationresults:visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion:based on the complaint history, work order search and product evaluation, we were unable to confirm this complaint. (B)(4)

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, torn, split, cracked. Evaluation method: work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaints history and work order search, we were unable to determine a specific root cause of the event. (B)(4).